Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of error incorrect power supply. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center and observed the pca burned, heater plate contaminated and bottom cover contaminated. The customer complaint was reproduced. There was two error has been identified. The device was scrapped.